Event description:
It was reported that the procedure was to treat the proximal to mid left anterior descending artery with 75% stenosis. After a non-abbott stent was deployed, the 3.0x12mm trek balloon dilatation catheter was used for post-dilatation, but the balloon ruptured during the first inflation to 12 atmospheres(atm). A 3.0mm non-abbott balloon was inflated to 16 atm to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and results of the complaint investigation there is no indication the reported balloon rupture is related to a potential product quality issue. Possible factors that could contribute to balloon material ruptures include, but are not limited to, balloon damage during processing of the balloon material, inflation technique, interactions with other devices or patient anatomy. In this case, a conclusive cause for the reported balloon rupture could not be determined since the device was not returned for analysis. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.